Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap total hysterectomy - "the blade was exposed as normal as it passed through tissue but would not retract once through." Patient status - "fine."

Manufacturer narrative:
This report is to follow up with (B)(4).

Event description:
Medwatch report description of event: "blade didn't retract during surgery. No patient harm. What was the original intended procedure? Laparoscopic total hysterectomy. Device usage problem: device malfunction - that is, the device did not do what it-was supposed to do".

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering tested the unit to evaluate if the shield would successfully cover the blade after actuation, and the shield performed as intended after actuation. The root cause could not be determined as engineering was not able to replicate the customer's experience, and the unit performed according to specification. During the manufacturing process, all bladed obturators are thoroughly inspected for functionality and performance prior to packaging. Applied medical continuously seeks to improve the form, function and ease of use of its products. Applied medical has recently implemented process enhancements intended to minimize the potential for this type of event to occur. This lot was built prior to the implementation of these enhancements. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.